Event description:
It was reported that the decannulation cap contained in the kits are not suitable. The red decannulation plug has inner double cavity that does not allow to be placed with an inner cannula inside the tracheostomy tube. To be noted that the literature is misleading as the literature and technical sheets do mention of the presence of the purple version (empty inner cavity). No patient injury was reported.

Manufacturer narrative:
H10:the investigation was performed without any sample. Customer provided powerpoint presentation where the problem is described. The presentation explained that based on product literature the customer expected to receive purple caps when ordering 101/813/060cz-100cz product but red ones with different design was present in the kits. It is described that red cap is not suitable - it cannot be used when inner cannula is inserted in tracheostomy tube. Customer is also concerned about product change process. Investigation of this customer complaint was divided into three separate tracks. 1) misleading literature- a new revision will be released in 2023 and would cover all the language variants. Correction of incorrect photo will happen within this change. 2) suitability of red cap (unable to be used with inner cannula) - based on instructions, the red cap is suitable for its intended use because it was designed to be used without inserted inner cannula; it is believed that new design decannulation cap is well accepted by the rest of market. 3) product change - currently it is still possible to order older version of tracheostomy sets with purple decannulation caps. The cause of the reported issue was related to design. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).